Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported that the surgeon routinely places a foreign graft over the top of the outflow graft/strain relief assembly. Based on the available information, a possible cause of the reported "narrowing and compression of the outflow graft" event may be attributed but not limited to tissue between the outflow graft and the foreign graft attached at implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: 16113263-9748; h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the ventricular assist device (vad) exhibited decreased flows which were initially thought to be due to outflow graft obstruction. However, additional image testing revealed no actual narrowing of the outflow graft, and there was therefore concern that the low flows were due to the patient's right heart function.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: b5: desc evt problem: corrected to include additional product malfunction exhibited h6 patient codes (ime/annex e), imf (annex f) health impact, device codes (fdd/annex a), img (annex g) component: corrected to include new annex codes that reflect the reported event. H10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event and malfunction. Product event summary: ventricular assist device (vad) (B)(6) and associated outflow graft (lot no. 16113263-9748) were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported low flow/obstruction event could not be confirmed due to insufficient evidence. Information provided by the site indicated that after a computerized tomography (CT) scan was performed, there was suspected obstruction of the outflow graft. A stent opening of the graft was planned, however the vad patient had positive blood cultures on the morning of the procedure, and it was therefore delayed. The stenting procedure was scheduled to be done a week later, however, upon running fluoroscopy, there was no noticeable compression as believed to be seen on the CT scan. An in vivo imaging system (ivis) was used in the outflow graft, and though there was no actual narrowing, there was an oblong misshapen area in the graft. The decision was made not to stent, and the patient remained on intravenous (IV) milrinone. It was further reported that the vad exhibited decreased flows which were initially thought to be due to outflow graft obstruction. However, additional image testing revealed no actual narrowing of the outflow graft, and there was therefore concern that the low flows were due to the patient's right heart function. Of note, it was reported that the surgeon routinely plac es a foreign graft over the top of the outflow graft/strain relief assembly. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, a possible cause of the reported "narrowing and compression of the outflow graft" event may be attributed but not limited to tissue between the outflow graft and the foreign graft attached at implant. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-jan-2022 / serial or lot#: 16113263-9748, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-jan-2017. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a computerized tomography (CT) scan was performed, there was suspected obstruction of the outflow graft. A stent opening of the graft was planned, however the ventricular assist device (vad) patient had positive blood cultures on the morning of the procedure and it was therefore delayed. The stenting procedure was scheduled to be done a week later, however, upon running fluoroscopy, there was no noticeable compression as believed to be seen on the CT scan. An in vivo imaging system (ivis) was used in the outflow graft, and though there was no actual narrowing, there was an oblong misshapen area in the graft. The decision was made not to stent, and the patient remained on intravenous (IV) milrinone. The patient remained stable with good vad flows. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.